Manufacturer narrative:
The actual device was tested by the service provider on 02/03/2020. The pump passed the air-in-line alarm test, and met full specifications. The reported issue was not confirmed.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 01/23/2020, and stated that, " pump 615722 air made it to patient port, without a no air in line alarm." The device operator was a nurse. Medication being infused was kanjinti. There was a patient involved. The patient was not harmed, or injured.